Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 and 1.2 pockets were not detected on bus. A field service engineer (fse) found that the half height cubie drawer control boards were not responding and replaced both failed components, restoring normal operation. Diagnostics were performed and confirmed that all drawers were functioning properly, with no additional issues identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers and pockets were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.